Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk. The motor passed the test.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was above 300mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Performed the displacement and self test and they passed. Advised the caller that the device would be replaced. No further information was provided.